Manufacturer narrative:
The complaint device was not returned to boston scientific, so product analysis could not be performed. Product record reviews did not identify a product quality issue or new patient harm. Available information did not contain objective evidence of device defect/malfunction.

Event description:
It was reported that, during follow-up, the physician discovered that the device was in security mode. The physician noted that the patient was old and unable to speak, so discussing device replacement would be complicated. The physician was unsure about what to do. The device was later replaced with a new one of the same brand, and the leads remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that, during follow-up, the physician discovered that the device was in security mode. The physician noted that the patient was old and unable to speak, so discussing device replacement would be complicated. The physician was unsure about what to do. The device and leads remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that, during follow-up, the physician discovered that the device was in security mode. The physician noted that the patient was old and unable to speak, so discussing device replacement would be complicated. The physician was unsure about what to do. The device was later replaced with a new one of the same brand, and the leads remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device was confirmed to be in safety mode, but further battery testing results found no battery-related malfunctions. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.